Event description:
It was reported that the 9900 system had missing images from the image directory and the printer would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brightness and contrast and the printer settings were adjusted. The hard drive was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.